Event description:
The customer reported the device failed to shock during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The symptom was duplicated. The processor and therapy pca's were replaced to resolve the symptom. The device passed testing and was returned to service. We are unable to determine the cause as multiple parts were replaced to resolve the issue.